Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37081. Product type: extension: product ID 37081. Product type: extension. (B)(4).

Event description:
It was reported that the patient's system was explanted because it caused diarrhea. It was not replaced. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins model 37702 serial (B)(4), found no anomaly. Analysis of the extensions model 37081 serial unknown, found no significant anomalies. The bodies were cut through and the products segmented.

Manufacturer narrative:
(B)(4).